Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. X-rays were provided and reviewed by a health care professional. Review found anatomic alignment of the right knee arthroplasty. Patient anatomy appears unremarkable. Bone quality appears osteopenic. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure for unknown reasons. Articular surface was revised. Attempts to obtain additional information have been made; however, no more is available at this time.